Event description:
A 6f sts plus angio-seal device was deployed in the right groin without complication following an angioplasty procedure, approx 15 minutes post procedure; the pt became mildly hypotensive and hypovolemic. An ultrasoung was performed and blood work done. The pt received a transfusion to treat retroperitoneal bleeding. The pt has been discharged and is reportedly doing well. It was reported a venous sheath was in place and appeared to be inserted high above the femoral head. High levels of iib-iiia inhibitors and anticoagulants plus a high stick on the venous sheath may have contributed to the event. The venous sheath may have been removed and not properly sealed by manual compression. The pt was reportedly recovering and discharged.